Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 when she first started using the subject meter. The patient reported obtaining what she felt were inaccurate high blood glucose readings of "9.6, 8.3 and 8.2 mmol/l" with the subject meter. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and that as a result of the elevated results, she over-treated herself with insulin. The patient reported that she began to develop "hypoglycemia" and experience symptoms of "headache, shakes and sweats" 18 hours after the alleged issue started. The patient reportedly treated herself with food and drink in response to the symptoms. The patient claimed she tested her blood glucose on another device on (B)(6) 2015 at noon, 7:30am and 5:00pm and obtained results of "8.0, 7.7 and 6.9 mmol/l" respectively. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. In addition a secondary issue was noted; the test strips were found to have results below range when tested with control solution. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Due to the test strips not being returned, product analysis performed a retain test. The retain test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been further evaluated by lifescan product analysis and the investigation concluded that incorrect test specifications had been used during testing, which have been addressed by lifescan's quality management system. The meter has been re-evaluated following revised procedures using the correct test specifications, and no failure relating to inaccuracy was found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled "postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.